Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The device was not evaluated by the manufacturer. The customer site evaluated the system and reloaded the generator calibration files on the sram pcb assembly. The customer cancelled the service call as the reported problem was resolved by the customer. No additional service information was provided.